Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 4.1, re-test: 5.1, lab: 5.3. Pt has no bleeding.

Manufacturer narrative:
Investigation pending.